Event description:
It was reported that the patient presented prior to the procedure. Upon device interrogation, it was noted that the implanted right ventricular (rv) lead exhibited increased capture threshold and increased pacing impedance. The lead was explanted and replaced with a new lead. There were no patient consequences.